Manufacturer narrative:
Hill-rom inspected the liko universal sling and no defects were identified. The sling functioned as designed. The account combined the liko universal sling with a non-liko patient lift (etac). This is not a recommended combination according to the universal sling instruction guide ((B)(4)). The instruction guide also states that combinations of accessories/products other than those recommended by liko can result in risk for the safety of the patient. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating a patient was being moved by two nurses with a non-liko lift and a liko universal sling. When the patient was raised, the right loop of the sling came loose from the sling bar and the patient fell to the floor. The patient suffered a shoulder fracture despite being partially caught by one of the nurses. The lift was located at the account. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Hill-rom has requested the account to return the universal sling for investigation. The account combined the liko universal sling with a non-liko (etac) patient lift. This is not a recommended combination in the universal sling instruction guide (7en161110 rev 9). The instruction guide for universal sling states, under recommended combinations, which universal sling model is recommended to be used with which one of liko's sling bars. The instruction guide also states under other combinations: combinations of accessories/products other than those recommended by liko can result in risk for the safety of the patient. No further information is available on the repair of the product at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hill-rom received a report from the account stating a patient was being moved by two nurses with a non-liko lift and a liko universal sling. When the patient was raised, the right loop of the sling came loose from the sling bar and the patient fell to the floor. The patient suffered a shoulder fracture despite being partially caught by one of the nurses. The lift was located at the account. This report was filed in our complaint handling system as complaint # (B)(4).